Event description:
It was reported that (1) device was used during a lobectomy. It was reported by the rep that the surgeon was using the tx30v on the pulmonary when once the stapler was fired, it would not open up and release. Tension was put on the vessel and it was torn from the left atrium, thus adding 2 hours of surgery time and causing the pt to be in ICU for 3 extra days.